Manufacturer narrative:
The user facility stated that the case of vaprox hc sterilant was delivered with concealed damage. The employee subject of the reported event was not wearing gloves at the time of the reported event. The employee was counseled on the importance of wearing chemical resistant gloves while handling vaprox hc sterilant. The shipping case insert and cartridge bag states to wear chemical resistant gloves. Pictures of the vaprox hc sterilant case were taken by user facility personnel and reviewed by steris manufacturing. Review of the pictures found deterioration of the shipping case and top of a carton. The source of deterioration may be attributed to a leak. The leak may be due to impact damage to the shipping case and transit or storing the shipping case in a non-upright position. The device history record was reviewed and confirmed that the lot was manufactured to specification; no abnormalities were found. There have been no other complaints associated with this lot.

Event description:
The user facility reported that upon opening a case of vaprox hc sterilant an employee stated she felt a burning feeling on her finger. The employee washed her finger with water. No medical treatment was sought or administered.